Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump kept alarming motor error during basal delivery. The customer's blood glucose was unknown. The device was not exposed to strong magnetic field or MRI. The customer does not use the sensor feature. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.